Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be caused by one of the supply bags not fully spiked. The lot number was unknown; therefore, a batch review was not performed. Potential use errors and proper user instructions are address in homechoice apd systems patient at-home guide where patients are instructed how to properly connect the solution bags. Patients are also instructed to check all disposable set connections for a secure fit before beginning therapy. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the home patient (hp) to check for kinks or closed clamps. The tsr also advised the hp to see if spike was pushed all the way into heater bag. The hp stated the spike was not all the way in the bag. The hp corrected and then prime completed. On (B)(6) 2010 product surveillance spoke with the home patient who stated she did not have the lot number and was using a new box of supplies. The hp stated she was fine and having no problems with therapy. The hc unit was operational. No injury or medical intervention was reported.